Event description:
Customer called lfs on 01/2002, alleging their meter was prompting "not ok". Per cust service rep, the following was documented: "cust. Was experiencing hypoglycemia. Pt had symptoms of "dizzy, weak, sweaty". "Tried to test on their meter but it kept reading "not ok." "Pt then tested on family member's profile and got a reading of 68." Family member "treated pt by feeding pt sugar". Facilty was not able to resolve issue on the phone. Facility sent replacement meter.